Manufacturer narrative:
The tunneling tool was not returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a pneumothorax occurred while using this electrode delivery system during the implant of the electrode. It was confirmed that the electrode tunneling entered into the rib cage. The electrode was removed and the part of the damaged lung was treated. The implant continued, but due to suspected damage of the insulation of this electrode, a new electrode was used. The tunneling tool was not returned. No additional adverse patient effects were reported.